Event description:
Obtained prefilled dmpa syringe. Shook well - attached needle- attempted to inject im (left) deltoid - medication would not inject- could not depress plunger. Removed needle from pt. Obtained another dmpa (pre-filled syringe) shook well - attached needle and administered im right deltoid without difficulty. Dose or amount: 1cc. Frequency: every 10-13 weeks. Route: im. Dates of use: 2007.